Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w ,lot# l82369, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep) . It was reported that there was no further interventions at this time. Patient was following up with hcp to discuss future plan. The cause of the inability to aspirate the catheter was not determined. The inability to aspirate the catheter and increased pain and little relief were not resolved. The catheter remained implanted. The catheter would be returned if a catheter revision was performed. There was not a revision scheduled at this time. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8703w, lot# l82369, implanted: (B)(6) 2000, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 7.87 mg/day, fentanyl 4000 mcg/ml; 3150 mcg/day and bupivacaine 20 mg/ml 15.75 mg/day via an implantable pump. Indication for use was non-malignant pain. Patient weight was asked but unknown. Medical history was asked and will not be made available. Other medications the patient was taking at time of the event was not available. The date of the event was (B)(6) 2017. It was reported the patient had experienced more pain and was getting little relief from dosing changes. The patient was not sure when the increased pain began. A dye study was done on (B)(6) 2017 and were unable to aspirate the catheter there were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if surgical intervention occurred. No interventions/actions have been taken to resolve the issue. The issue was not resolved. Patient status at time of this report was alive - no injury. No further complications were reported.